Event description:
It was reported the left ventricular (lv) lead had dislodged into the right atrium (ra.) The lv lead was removed and a new lead implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 6947m implantable tachy lead (B)(6) 2012. Concomitant product: 5076 implantable pacing lead (B)(6) 2005. (B)(4).